Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. No battery alert noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power issue and replace battery alarm. Customer's blood glucose value was 150 mg/dl at the time of the incident. The customer was able to troubleshoot. Customer states they received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer states new battery did not resolve the issue. Customer states when they put the battery cap tighter then it goes to full then after that half again, there was also a reservoir rewind issue that even it was primed and it was showing red. Customer states they having issue with reservoir symbol, it was show red even it was full after priming. Customer states they did self-test and so far it passed. The device will be returned for analysis.